Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the system operated within specifications. It was found that the bulkhead network connector was loose, and so the rep reconnected it. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the imaging system trackers were not visible in the navigation tracking view. Rebooting the navigation system and the imaging system did not resolve the issue. The medtronic representative removed the instrument tool cards to a total of 12 tool cards and re-positioning the camera, however, this did not resolve the issue. The camera details showed that the left side of the imaging system tracker was on blue status and still not visible in the tracking view. The rep brought in another navigation system to test. After linking the navigation system to the imaging system, the tracker was not visible, but the left side was flickering between visible and not visible in the camera view and was in yellow status. Delay in surgery was approximately an hour. The surgeon decided to proceed using a different imaging system. No patient impact was reported and surgery proceeded as planned.